Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 1200 mg/dl. Customer did not feel well and went to the emergency room. Customer advised there is some stuff on the keypad and it does not work properly. Customer had a heart attack and an operation was done on their throat. Customer is not sure if they experienced diabetic ketoacidosis. Customer advised the act button on the insulin pump is hard to press and they have been dealing with this issue for a long time. Customer was wearing the insulin pump when admitted into the hospital.